Event description:
It was reported that a vns patient had an infection post-surgery and underwent wound care observation for the infection which was in his chest incision. The physician attributed the infection to a dirty working environment. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.